Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgical technician reported that the dovetail was loose on the microscope. Additional information has been requested.

Manufacturer narrative:
The female dovetail and the associated female microscope mounting bracket were received and a visual assessment of the returned sample revealed no obvious nonconformity. There was minor wear observed along the contact places of the assembly. Slight play was noted when the male dovetail was inserted into the female mounting bracket. As the mounting bracket was specific to the customer¿s microscope, no additional testing could be performed on the returned part. This play may have attributed to the customer reported event of dovetail looseness. The female dovetail becoming loose was likely due to customer handling/use as wear was observed in the returned assembly. The root cause of the reported event was likely attributed to wear over time with customer use. However, based on the information obtained for this investigation, the root cause of the reported event is unable to be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided. The system was tested and found to meet product specifications. However, based on the information obtained for this investigation, the root cause of the reported event is unable to be determined conclusively. A review of the customer¿s complaint history did not show any previous complaints of this kind against the system. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).